Event description:
On january 13, 2014, intuitive surgical, inc. (Isi) received the prograsp forceps instrument from the hospital in a damaged condition. No information concerning the defect(s) were provided to isi.

Manufacturer narrative:
Failure analysis investigation of the returned instrument found that the pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The damages to the instrument found during failure analysis investigation do not constitute a reportable event; however, the frayed pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur. Several attempts have been made to gather additional information from the hospital; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received.